Event description:
It was reported that leakage occurred with a bd insyte¿ ag¿ bc global yel 24ga x 0.75in. The following information was provided by the initial reporter, "blood leaked from between the catheter and the catheter adopter."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo which was a black and white snapshot of an IV catheter/adapter assembly that was captured while being flushed with a slip luer syringe. There was leaking from the nose of the adapter, where the catheter tubing and adapter are assembled during manufacturing. The reported issue was confirmed. Although the reported issue was confirmed, without the actual sample bd was unable to determine a root cause. There was no mechanical/physical evidence to confirm or support a manufacturing process related issue for the reported defect. All required challenge samples, set-up and in process testing was performed in accordance with the quality plan.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd insyte¿ ag¿ bc global yel 24ga x 0.75in. The following information was provided by the initial reporter, "blood leaked from between the catheter and the catheter adopter."